Event description:
On (B)(6) 2025, it was reported that during a recanalization procedure, the catheter was allegedly had a leak. It was further reported that device had aspiration issue and had a sudden burst sound followed up with leaking. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was returned for evaluation. During the physical investigation, a catheter was received for evaluation. The catheter was flushed prior to testing. After flushing, the test guidewire was able to pass through the catheter with slight resistance until reaching the metal gear wheel. Despite flushing, the device was not able to aspirate. To further assess the condition, the catheter tube was removed for internal inspection. The lumen was found to be heavily clogged, and as a result, the aspiration test could not be performed. Damage to the inner layer of the tube was identified at approximately 20 cm from the proximal end. This inner layer damage was assessed and determined not to impact the overall integrity or intended function of the catheter. The reported malfunctions of leak/splash and noise could not be confirmed, as no evidence of these issues was observed during the investigation, nor could they be reproduced under test conditions. The reported malfunction of mechanical jam (blocked catheter) was confirmed based on the observed internal blockage. A clogging of the catheter could appear due to a restricted flow of fluid inside the catheter, that can be led back to an insufficient dosage of heparin, too fast advance of the catheter or insufficient addition of saline during treatment. A clear root cause could not be identified but a blockage of the catheter represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D2b (qew; dqx). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.